Event description:
It was reported that "after the surgical procedure and during the recovery period, the patient experienced fever and infection. He had to be reoperated and they found that one clip had moved to the peritoneum and had caused peritonitis."

Manufacturer narrative:
When evaluation results are completed, I will file a supplemental report.